Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A clinical manager reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and halos. The lens was exchanged in a secondary procedure. Additional information was provided by the initial reporter that the patient was unhappy due to blurred vision and halos while driving. The lens was exchanged for a different manufacturer's iol with a .50 difference in diopter power.